Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the left popliteal (l-2), two in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the left sfa (l-1) and one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the left popliteal (l-3). Approximately 15.5 months post index procedure the patient suffered restenosis of the left sfa (l-1).the % stenosis was 90%. The patient was treated 3 weeks later with pta (non-mdt device). Investigator indicated that the reported event was not related to the study device and possibly related to the study procedure and paclitaxel. The event is resolved.

Manufacturer narrative:
Cec adjudicated the occlusion event was related to the device and was not related to the study procedure and paclitaxel.